Event description:
Clinical trial. It was reported that during a coronary artery drug-eluting stenting procedure, balloon withdrawal resistance and slow deflations were noted. The index procedure treated the de novo, moderately tortuous, 95% stenosed, 3.0x30mm mid lad (left anterior descending) lesion. The lesion was treated with predilation and placement of two overlapping (2.5x16mm and 3.0x20mm) taxus liberte drug-eluting stents resulting in 0% residual stenosis. The stents were well apposed. During deployment of the 3.0x20mm taxus liberte drug-eluting stent, moderate balloon withdrawal resistance and slow deflation were noted. Due to withdrawal resistance, the balloon could not be removed with moderate force. It was removed by inflating the balloon again at higher pressure, allowing removal without difficulty. The balloon was reported to be inflated for 10 seconds. The balloon was removed intact with no patient injuries.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The root cause is unknown. Product unavailable for analysis.